Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module laser filter lifting. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd/us probe unit broken, the us connector cable perforated, the light guide cable buckled, the us connector/junction cable (short) buckled, the control body leak, the body cover grip leak, the us connector body leak, and the insertion flexible tube (ift) bump; however, they are the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.